Event description:
When physician was attempting to remove the jp drain, the drain broke leaving part of the drain inside the pt. The pt was returned to surgery for removal. According to the physician, "the drain was just floating in the retroperitoneal space and was not attached to any type of suture. The area of the tubing that had snapped was evident." Pt's extended stay for one additional day.